Event description:
It was reported that this right atrial (ra) lead was exhibited lead dislodgement and pulled back to subclavian. This ra lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.